Event description:
As reported via legal documentation 10jun2024, patient is verified for ltka (B)(6) 2013. Patient had left knee revision on (B)(6) 2024 (op report attached). Preoperative diagnosis: 1. Mechanical loosening of internal left knee prosthetic joint, initial encounter, left. 2. Polyethylene wear left total knee arthroplasty with recalled implant. 3. Severe osteolysis left distal femur, as well as osteolysis of tibia and patella. 4. Prior tibial shaft valgus malunion. Postoperative diagnosis: same. Procedures performed: 1. Revision left tka of all components with computer assisted navigation. 2. Application of bone void filler to left distal femur. 3. Application of negative pressure wound vacuum dressing. Operative findings: gross loosening of ltka, severe polyethylene wear and delamination of polyethylene of tibia and patella, sever osteolysis of femur, tibia and patella. Incompetence of medial collateral ligament due to ecstatic medial epicondyle, gross instability, prior tibial shaft malunion with valgus alignment. Clinical history: patient is 64 y.o. Male status post ltka replacement in 2013 with a recalled exactech tka now presenting with worsening knee pain effusion and imaging suggestive of significant osteolysis and loosening of his components. Operative notes: synovectomy of the medial and laterally gutters. The knee was carefully examined. We noted there to be gross loosening of ltka, severe polyethylene wear and delamination of polyethylene of tibia and patella, gross instability. We noted there were no signs of infections. Examination of the polyethylene liner was noted to have extensive delamination and probably metric wear with shards of polyethylene throughout the knee joint. Attention then turned to femoral component. It was found to be grossly loose, completely debonded from cement mantle. The cement mantle was left on the femur. All osteolytic lesions of the distal femur were carefully debrided. Attention was turned to the patellar component. It was noted to be osteolytic lesions deep to the patellar component within the patella. Then carefully debrided. Attention was turned to the tibial component. It was noted as we began this process the tibial base plate immediately became loose consistent also with loosening of the tibial component. Tibia was reconstructed. Reconstructive option was complicated by the fact that the patient had a prior old tibial shaft fracture with significant valgus malunion. Based on the severity of the valgus malunion at the tibial shaft, this created a mis-match at the proximal tibial plateau which would not allow us to use a revision stem. The decision was made to use a revision baseplate with a long keel and a cone. Attention was turned to the femur. It was determined that the patient require a complex femoral reconstruction due to the severity of the osteolysis of the distal femur. Revision components were placed after reconstruction with no complications noted. Patient was transferred to postoperative care unit in excellent condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, disassembly, fracture, tibial loosening, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D10 concomitant devices: 200-02-38 - three peg patella 38mm, (B)(6). 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, (B)(6). 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6). H6: corrected health effect, medical device and investigation clinical codes.